Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material adhered to the area other than external surface of the device, the foreign material could not be removed by reprocessing. Additionally, there was no traces were confirmed in the subject device indicating that device handling by the user deviated from instructions for use (IFU). However, it is likely caused by physical stress. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the IFU which states: operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. The event can be prevented by following the IFU which states: operation manual_ important information ¿ please read before use_ warnings and cautions warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.) Olympus will continue to monitor field performance for this device.

Event description:
The user facility returned an evis exera ii duodenovideoscope to the service center for preventative maintenance. During a standard inspection and estimation of the returned device, foreign material was found on the forceps elevator. Additionally, it was observed that the distal end had a crack. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered that there was brownish foreign material on the forceps elevator. This occurrence was likely traces remaining from previous procedures or from corrosion. This finding was due to insufficient cleaning or handling of the scope. Additionally, it was observed that the distal end had a crack due to handling. Upon further inspection, the up and down knob could not be locked securely due to wear of the lock engagement lever. It was also observed that the forceps channel port was loose. It was observed that the grip had a scratch. It was also observed that the suction, air, and water channel had no color. It was observed that water tightness was lost due to deformation of the scope connector. It was also observed that the fixing force of the guide wire did not meet the standard value due to damage on the forceps wire. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that there was a leak at the forceps elevator. It was observed that the connecting tube had a wrinkle. It was also observed that the adhesive around the light guide lens had a crack. It was observed that there was corrosion around the left arm. Lastly, it was observed that the universal cord had a wrinkle. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.